Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level and value was 21 mg/dl. It was also reported that the customer declined troubleshoot of insulin pump for their low blood glucose and treated their low blood glucose with glucagon. The insulin pump will not be returned for analysis.